Manufacturer narrative:
The reported event of device in backup-mode could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device entered backup vvi (bvvi) due to an unknown cause. The device was explanted and replaced to resolve the event. The patient was in stable condition.